Event description:
It was reported that excessive secretions causing the trach tube to plug (occlusion). Limited info provided, it is unknown if the involved device is available to be returned to the mfg facility for eval, as of the date on this report.